Manufacturer narrative:
This report is regarding the first revision. Records indicate early 2022 was the first notification of this event.

Event description:
During an investigation into a complaint in 2022 it was report this was the 2nd revision surgery for this patient. The first revision was conducted due to a non-union.